Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death and thrombus. It was reported that on (B)(6) 2018 this was a second mitraclip procedure to treat grade 3-4 mixed etiology mitral regurgitation (mr). A mitraclip was unable to be implanted; thus mr was untreated. On (B)(6) 2019 the patient had chest pain and leg pain on the right leg. Diagnostic testing found an acute, non-occlusive deep vein thrombus in the right common femoral artery and posterior tibial veins. The chest x-ray showed no signs of an acute pulmonary process. The chest computed tomography angiogram showed no signs of a pulmonary embolism. No other treatment was performed and the condition is chronic. On (B)(6) 2019 the patient was re-admitted to the hospital with shortness of breath, chest pain and worsening edema diagnosed as progression of heart failure with reduced ejection fraction. The patient also had sepsis and cardiogenic shock. The patient was transferred to (B)(6) on (B)(6) 2019 and discharged from (B)(6) on (B)(6) 2019. The patient expired while in hospice on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Patient codes: 2206 labeled 1820 labeled 1816 labeled. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, death, dyspnea, edema, thrombus, and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.